Event description:
During post operation follow up, everything looked good. There were no complications.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
UDI(di): (B)(4).